Event description:
It was reported the pt is experiencing uncomfortable stimulation and abdominal cramps. The sjm representative reprogrammed the pt successfully. Follow-up determined the pt is experiencing abdominal cramping again.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.